Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motion sensor test failure alarm noted during testing. Analysis was unable to confirm motor position encoder error alarm due to history file was overwritten.

Event description:
The customer reported via phone call that they received a motor error alarm during prime. The customer reported that they received motion sensor test failure alarm and a motor position encoder error alarm. The customer's blood glucose was 147 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.